Event description:
It was reported that the right atrial (ra) lead was oversensing far field r-waves (ffrw). Reprogramming changes were discussed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 4196, implantable pacing lead, (B)(6) 2010; 6947, implantable tachy lead, (B)(6) 2010. (B)(4).